Manufacturer narrative:
Corrected date: h3 (should have been reported as no, device evaluation anticipated, but not yet begun (02) on medwatch number 62562). The device has since been evaluated. This supplemental report is submitted to provide the device evaluation, results of the legal manufacturer¿s investigation and applicable corrections. The review of the device history review (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Error code e224 was displayed on the screen as a result of a faulty cable unit. A faded rear cover label was also found. The exact cause of the no image could not be determined as the allegation could not be confirmed. Based on the results of the investigation, it is likely, video communication was not transmitted to the processor due to the faulty cable unit. The cause of the faulty cable unit is unknown but may have occurred during the handling of the device. Instructions for use (IFU) instructs the user of the following: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ repeated attempts were performed to obtain additional information from the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer¿s olympus sales representative reported to olympus, there was no image displayed on the 4k autoclavable camera head during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, however, the evaluation has not been completed to date. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.